Event description:
Event: pt expired. Case details: it was determined during the final angiogram that the graft was inadvertently deployed above the renal arteries and the superior mesenteric artery. This is believed to have occurred because the table had been moved after the renal arteries had been marked. After determining the graft's placement was incorrect, the physician immediately converted to open surgical repair of the aneurysm. The pt was subsequently transferred to ICU were pt expired.